Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump alarmed no delivery. Customer's blood glucose was 380 mg/dl. The alarm was resolved by a complete set change. The alarm did not occur during manual prime. Troubleshooting was not performed due to it was a passed event. No further information reported.